Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited dislodgement. No intervention was performed due to sensing was normal. On (B)(6) 2019, the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited loss of capture and inappropriate auto mode switch episodes. Programming changes were discussed. No intervention was reported. The patient was stable throughout.